Event description:
It was reported that during the troubleshooting of an unrelated alarm, the caregiver (cg) saw air in the patient line of the automated peritoneal dialysis (apd) set with cassette. This was noticed during the initial drain, while the home patient (hp) was connected. The technical service representative (tsr) instructed the cg to disconnect the hp and cycle the power on the hc to clear the alarm. The tsr assisted with ending the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.